Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it displaying an alarm indicating higher peep (positive end expiratory pressure) than set could not be duplicated. However, ventec did observe that peep would droop in between breaths, indicating that the ventilator was unable to maintain peep. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set, and that the its exhaled tidal volume (vte) levels were high. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.